Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
To date, the lens remains implanted. (B)(4) device evaluation: the product testing could not be performed as lens remains implanted. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implant of a zxr00 tecnis iol (intraocular lens) in the patient¿s left eye (os), the patient was doing great at distant vision. He was 20/20 and was very happy with the distant vision result. However, the patient¿s intermediate vision was 20/50 and his near vision was only j10. The physician preferred plano during his refraction. It took +2.00 to reach j1+. At two (2) weeks post-op, oct (optical coherence tomography) was performed in patient's os: there is mild edematous changes noted nasally and superior, but no cystic spaces or anything going on centrally. Moreover, his os result was 2.52 photopic and 3.68 mesopic. Angle kappa was 0.26. Through follow-up, patient had hyperopic issues with cyl (cylinder) as patient ended at +0.50. Patient has been using bromsite 0.075% in his os two (2) days prior to ce (cataract extraction) and will continue for a total of four (4) weeks after ce. Patient's pre-op bcva (best correct visual acuity): 20/30-1. Patient's uncorrected distance: 20/20-1, uncorrected intermediate: 20/50, uncorrected near: j10. Patient's best corrected distance: 20/20-1, corrected intermediate: 20/20, corrected near: j1+. Patient outcome did not affect his daily activities. Product will not be returned as it remains implanted. No additional information provided.